Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, around midnight, the patient noticed that he was receiving cgm readings the brief sensor issue message. The patient was vomiting and experienced large ketones (no value reported). They patient took a fingerstick reading and the bg was over 500 mg/dl. The patient drove the patient to the hospital. When they arrived at the hospital, they took a bg reading which was 500 mg/dl and the patient was diagnosed with diabetic ketoacidosis and was treated with insulin and lots of fluid. After the treatment the patient¿s bg reading was 150 mg/dl and there were no ketones. The patient was discharged later that evening. At the time of the report, the patient is stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.